Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the suction channel of the tracheostomy tube does not work properly, and the secretions cannot be removed by syringe or with suction. There was unknown patient involvement, but no injury.

Manufacturer narrative:
While performing a review of complaint file (B)(4), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, no serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report reference number 3011237704-2024-00202 is no longer considered reportable, please disregard any reports associated with it.